Event description:
Medtronic received information that during use of a bio-medicus life support cannula, it was reported that the customer was unable to remove the obturator. The initial insertion site was used when cannula was replaced. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of any damage. Device was cleaned using a 10% bleach solution. The introducer was inserted/removed several times with no issues noted. The cannula ID and introducer od were measured using a keyence scope.the cannula ID was measured to be 0.273 inches, the specification, has the ID to be 0.267 to 0.276 inches.the introducer od was measured to be 0.280 inches, the specification, has the od to be 0.281 +0.005 / -0.001 inches. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.